Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. The catheter returned without a guidewire inserted and no abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported allegation.

Event description:
It was reported that during the pulmonary vein isolation procedure, the farawave catheter was selected for use. It has been reported that after insertion of the starter wire the handle on the proximal side did not move when adjusting the tip of the catheter. It felt like the wire got stuck. No patient complications occurred. The procedure was completed using different farawave catheter. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the pulmonary vein isolation procedure, the farawave catheter was selected for use. It has been reported that after insertion of the starter wire the handle on the proximal side did not move when adjusting the tip of the catheter. It felt like the wire got stuck. No patient complications occurred. The procedure was completed using different farawave catheter. The product was received for analysis and investigation is still in progress.